Event description:
This was a fem/pop case. The surgeon cut the prosthesis with a scalpel and used prolene 6/0 sutures to make the anastomoses 2mm from the edge of the prosthesis. When loading the implant, the sutures tore at the distal end of the prosthesis. The surgeon used another piece of prosthesis and it tore at the distal anastomosis. He changed the suture and used the visiblack suture and sutured at 5mm from the edge. Round needles were used.

Manufacturer narrative:
Since no product was returned for evaluation, the complaint cannot be confirmed. Following investigation, our conclusion is that the probable root cause is unk due to not enough information available to make a determination. The device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution.